Manufacturer narrative:
The product was not returned to abbott vascular for analysis. Return of the guide wire and packaging may have further aided the analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed since the lot number was not reported and the product or packaging was not returned for analysis. Factors that may contribute to device labeling issues or product mix-up may include, but are not limited to mishandling during manufacturing, mix-up at the account, or mix up during the procedure. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that extra sport guide wire was removed from the package. Although labeled as a 300 cm length, the guide wire was noted to be 190 cm. There was no patient involvement and no clinically significant delay in the procedure. A second 300 cm extra sport guide wire was used and no adverse patient effect occurred. No additional information was provided.